Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Repeat angiography was performed again 10 minutes later and there was no evidence of perforation. There was a mild irregularity distal to the stented segment, but this was left untreated as it was deemed not clinically significant. The graftmaster did not cause or contribute to the irregularity. The patient was hypoxic and required oxygen during the procedure. No additional information was provided. The 2.8x16 graftmaster referenced is being filed under a separate medwatch MFR number. (B)(4) failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to seal could not be determined. The reported patient effect of hypotension is listed as a potential adverse event in the potential adverse events section. A conclusive cause for the reported patient effects could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted the graftmaster rapid exchange coronary stent graft system, domestic, instructions for use states: deploy the stent graft slowly by pressurizing the delivery system in 2 atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was admitted with dyspnea and chronic dihydrofolic acid (dhf). A 2.8x19mm graftmaster was advanced to treat a large perforation in the left anterior descending artery (lad) and the balloon was inflated to 11-12 atmospheres (atm) but the graftmaster stent did not seal. The patient became hypotensive and emergency pericardiocentesis was performed. The patients hemodynamics improved and the patient received levophed. Once the patient stabilized, a 2.8x16mm graftmaster stent was advanced toward the perforation and deployed more distally to the previous stent at 11 atm but the graftmaster did not seal. At this point the balloon was inflated to 6 atm and the patient received 80mg of protamine. After waiting 5 minutes, angiography was performed and the perforation had sealed. An attempt was made to remove the graftmaster balloon from the stent but it would not fully deflate despite evacuation of all the contrast and applying negative pressure. While someone held the guide catheter, the physician pulled the stent balloon back partially inflated into the guide catheter and the sds and guide catheter were removed as a single unit.